Event description:
In 2003 this pt presented to the e.d. [Emergency department] with complaints of weakness and indigestion. A routine cbc specimen was sent to the hematology lab. The open mode of the sysmex se9000 hematology analyzer was used to obtain the count. Per lab protocol, the specimen was analyzed 2 times to verify the results of 7.5g/dl hemoglobin obtained. After verification, the results were released to the e.d. Staff. One day later, 1 unit of prbcs transfused to the pt. Post transfusion unexpectedly high (13.9/40.5). The questionable specimen was repeated to check the previous results. It was identified that the sysmex se9000 analyzer duplicated the incorrect hgb value. The laboratory stopped using the open mode on the se9000 and the field engineer was called and repaired the instrument. Once repaired, precision studies were done to verify that both blood analyzing modes, automated mode and open mode (manual mode) were producing precise and accurate laboratory results. The pt was made aware of the inaccurate results and was discharged home in stable condition one day later.